Event description:
A customer contacted beckman coulter inc (bec) reporting the cap of a control tube was pushed into the tube by the needle of the coulter act 5 diff cp analyzer. Approximately 1 ml of control material had spilled out and some material leaked onto the counter and floor. The customer was wearing gloves and scrubs at the time of this event. The customer reported no exposure to open wounds or mucous membranes and medical attention was not sought. Patient results were not affected by this issue.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2012 for this event. The fse observed several "needle in bad pierce position" error messages where alignment of the pierce needle pushed the cap into the control vial. The fse replaced the pierce position micro switches which aligned the pierce needle in center of the cap and resolved the issue. Failure mode: misalignment of the pierce position micro-switches. Per labeling, beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).